Event description:
Baxter reported a mis prime of the homechoice set during initial set. Per baxter it is possible that the customer did not have the pt line of the homechoice set positioned correctly in the organizer during prime. No pt injury or medical intervention was associated with this incident, per baxter.